Event description:
Revision surgery was performed on (B)(6) 2026 due to glenoid dislocation. Previous surgery is unknown, as well as complete product information of original implant. During revision, the surgeon explanted the original baseplate, glenoid, screws and humeral body and liner, and a reverse configuration with humeral body reverse (pn: 1352.15.010), extension for humeral body reverse (pn: 1352.15.001) and reverse liner +6mm (pn: 1360.50.820) were implanted on the humeral side. No information regarding new components for glenoid side were provided. Nonetheless, surgery was completed as intended. Patient is female, date of birth on (B)(6) 1949. The event occurred in the united states.

Manufacturer narrative:
Explanted components were discarded therefore are not available for identification and investigation. Lot number is unknown thus no review of manufacturing records can be performed either. The manufacturer will provide a final report as soon as the investigation is completed.